Event description:
The customer reported experiencing issues with 12 lead ECG. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported to the philips response center (rc) that he wanted to send the device in for implementation of philips field change orders and reported that the device had been having intermittent leads ECG issues. The customer stated that he was having intermittent issues initially with v5 and then v3 and v4 were noisy and had wandering baseline. There was no patient involvement.